Manufacturer narrative:
This report is submitted on april 23, 2021.

Event description:
Per the clinic, the patient experienced chronic episodes of cellulitis at the abutment site. Revision surgery to change the abutment is scheduled but has not yet occurred as of the date of this report.